Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted into the station and verified that the user account was active. The server logs were reviewed, confirming the user recent login activity on the device. Customer was contacted to confirm user access, who later confirmed via email that the issue was resolved, and the user was able to log in successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to authenticate. There were no delay, no adverse events or injuries reported based on this event.